Event description:
Arthritis (joint fluid retention) [tibia fracture] [arthritis]. Case description: spontaneous report was received on (B)(6) 2011 was received from an orthopedist regarding a (B)(6) male patient, initials not provided, with a tibia fracture. The patient's medical history was significant for previous use with synvisc. On an unspecified date. The patient initiated synvisc, 2 ml. The patient had weekly injections to (B)(6) 2011. The event of arthritis (joint fluid retention) developed after the third injection of the second course. The action taken with synvisc was not provide. The patient's outcome was not recovered. Concomitant medications were not provided. The relationship between synvisc and the event was not provided by the reporting physician. Additional information was received on (B)(6) 2011 from the reporting physician. The patient was hospitalized for the arthritis on an unspecified date. The qa (quality assurance) investigation results were received on (B)(6) 2011. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of synvisc is not affected by this report.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.